Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection; reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a cut on the angle wire, the bending section cannot be bent in the "up" direction. In addition to the foreign material in the jet tube and cylinder, the evaluation findings were as follows: switch #1 had a cut, the air/water cylinder had no color, the suction cylinder had no color, due to a cut on the heat shrinking tube of the forceps elevator lever, expected insulation capacity could not be obtained, the plug unit had a scratch, the label on the scope connector was damaged, the scope connector case unit had a stain, the plastic distal end cover had a crack, the connecting tube had buckling, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's bowden cable was torn. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube and cylinder had foreign material.